Event description:
Put on notice by insurance company for property loss from fire. Their initial investigation indicates an o2 oxygen equipment bottle ruptured resulting in fire to the premises. They claim the model is a newlife, (B)(4) and want to do a destructive examination. No fire scene exam is available.

Manufacturer narrative:
Presently trying to get more information and schedule an examination of the oxygen concentrator.